Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was further reported that patient underwent an unknown surgery on (B)(6) 2015. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.